Event description:
Philips received a complaint by the customer on the v60, indicating that system was randomly shutting off during use. The system was in clinical use; there was no reported harm to patient/user. The device was swapped out with a different device. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the 4th generation power management (pm) board and provided part ID. The field service engineer (fse) confirmed the symptom. The pm printed circuit board assembly (pcba) was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.